Manufacturer narrative:
The device evaluation was not complete at the time of this submission. Evaluation results, review of the device history record, investigation and a conclusion will be communicated in a follow-up submission.

Manufacturer narrative:
Examination of the returned device was unable to confirm the customer's complaint. During evaluation all parameters were monitored and there was no failure of the device to function as intended. The monitor was tested per established requirements using a simulator. The device appropriately zeroed cvp/ap and monitored co, svir, sv and scvo2 for over 24 hours. During the 24 hour burn-in testing (the same testing utilized for product release) results were collected and confirmed to be within expected range. Bt/it range was also tested and found to be within product specifications. The system was powered off and on more than five (5) times and powered up normally. No other damage or defects were observed during the visual inspection. Review of the device history record supports that there were no non-conformances noted for any reason. It is unknown whether a specific circumstance or process played a role in the customer's experience as the reported issue could not be replicated during evaluation testing.

Event description:
It was reported that the vve values were not reflective of the patient's clinical status. The ev1000 monitor displayed the stroke volume index (svv) as approximately 20, while the massimo displayed the plethysmography variability index (pvi) as approximately 7 and the bmeye displayed svv as approximately 7. The patient was administered additional fluid as a result of the ev1000 values which were reported as "not good regarding the state of the patient." There was no report of patient compromise as a result of the reported event.